Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After analysis of the instrument data, the tsc specialist did not find an instrument malfunction. After recalibrating the instrument, the patient samples had resulted as expected. The tsc specialist also advised the customer about electrode replacement. The cause of the discordant sodium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant sodium results were obtained on three patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were rerun on the same instrument after recalibrating, and the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.